Manufacturer narrative:
Concomitant medical products: model: 5076-45 lead; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt shortness of breath and fatigued post receiving a possible inappropriate shock due to supra ventricular tachycardia (svt). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.